Event description:
The clinic reported that an air bubble passed the "uabd" with an alarm condition. There was no pt injury or medical intervention. The gambro technical services (gts) rep was unable to duplicate but replaced the blood handling "cca" and the "uabd" transducer.